Event description:
It was reported that the patient was seen to have high impedance >9000 ohms and their device was disabled. X-ray images were taken. Ap chest and neck x-rays were received and reviewed. The generator is located in the patient¿s left chest, but the exact placement is unknown due to the zoomed in image provided. The generator is turned counterclockwise relative to the expected orientation. The connector pin appears to be fully inserted. The filter feedthru were confirmed to be intact. A strain relief bend is present per labeling, but a strain relief loop could not be assessed due to the angle of the image provided. One tie-down is present but not placed per labeling as there should be two tie-downs. In the neck region above the tie-down, there is a portion of the lead that it possibly a sharp angle but this cannot be confirmed due to the angle of the image. There was only a small portion of the lead that appeared to be routed behind the generator, majority of the lead was just going around the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.